Event description:
I had essure implanted in 2011. After having it, I started getting migraines, cramping, loss periods. Put me into early menopause. I now have fibromyalgia, lower back pain, right thigh goes numb. Yeast infection, aorta infection. Weight gain 50 pounds plus. Problem with my teeth, in constant pain daily. I will be having essure removed (B)(6) 2018 at (B)(6) , due to abnormal bleeding.